Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus for esophageal varices during an endoscopic retrograde cholangiopancreatography procedure performed on november 4, 2025. It was reported that the band failed to deploy during the procedure, due to the ligating band being too tight. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: there was indicated that the ligator shrink wrap was removed earlier in the setup process. However, according to the instructions for use (IFU), the shrink wrap must be removed at the end of the setup, after tensioning the trip wire.

Manufacturer narrative:
Block e1: initial reporter email was not available; the health care facility email was used instead. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.